Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.0/1.0/034 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was explanted due to excessive vault. Reportedly the problem was resolved. No plans to implant another lens. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).